Event description:
The doctors claim to have experienced serous fluid drainage after thoracic aortic repair with hemashield one branched graft. The serous fluid drainage began approximately 2 weeks after the surgery and continues even after 4 weeks and this phenomenon is very unusual. Note: this is case #4 of 7 cases reported by the doctor at the same time.